Event description:
It was reported that at the start of a procedure the drill handle heated up. Although there was a 10 minute delay, there was no medical intervention required and no adverse consequences alleged with this event. The procedure was completed successfully with a backup drill.

Manufacturer narrative:
The drill was received by the manufacturer; the complaint was confirmed. The rotor was stuck in the motor.